Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. The soft gray tip and sheath tubing had been fractured into pieces and the tip marker was detached; the distal tip material and tip marker were not returned. Inspection of the device identified degradation of shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the degradation remains unknown.

Event description:
Following a successful procedure, difficulty was noted when withdrawing the introducer. The tip of the introducer was then noted to partially separate when removing the introducer from the patient. A small incision was made at the access site and the physician was able to retrieve the introducer tip with a hemostat so the introducer could be removed from the patient without the tip fully detaching. There were no adverse consequences to the patient outside of an extra suture needed at the access site.